Event description:
An erratic readings issue was reported with the adc blood glucose meter. Customer reported that meter was providing "different readings" and as a result, "8 months ago" she experienced a loss of consciousness. Customer was rushed to the hospital where she was administered one bag of unspecified intravenous treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid serial number was not provided for the freestyle strips complaint. A valid meter was provided for the meter complaint. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips were reviewed showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and freestyle strips. No further track and trend review as required as there were no confirmed complaints. A DHR for the freestyle freedom lite meter was reviewed and the DHR showed the freestyle freedom lite meter passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic readings issue was reported with the adc blood glucose meter. Customer reported that meter was providing "different readings" and as a result, "8 months ago" she experienced a loss of consciousness. Customer was rushed to the hospital where she was administered one bag of unspecified intravenous treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button and with strip insertion. Control solution testing was performed and no issues were observed. All results were within range specification. No malfunction or product deficiency was identified. If the reported test strips are returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic readings issue was reported with the adc blood glucose meter. Customer reported that meter was providing "different readings" and as a result, "8 months ago" she experienced a loss of consciousness. Customer was rushed to the hospital where she was administered one bag of unspecified intravenous treatment. There was no report of death or permanent injury associated with this event.